Event description:
(B)(4). It started with becoming very fatigued and feeling like I was going to have the flu, my body aches and my memory was very short. I also began having irregular cycles, with heavy bleeding lasting for 2 weeks. I would also have extremely painful lower cramps and intense back pain that was very new and had never had that amount of pain before. I do have a known allergy to nickel, alloy and cobalt and was given a true test by my allergist in easily (B)(6) 2015. I now have debilitating cramping and painful headaches that have made me unable to work, or even do basic household work. Taking care of my children is a must but at the end of the day my uterine and ovarian pain is excruciating. This was fully covered by my insurance, and was preformed by my dr in their office building under full anesthesia.